Event description:
Information was received indicating that a smiths medical cadd legacy plus pump's detection nub was missing. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received in good physical condition with the nub missing. The event history log was reviewed and there was no evidence of the reported issue. Visual inspection revealed that the nub on the downstream occlusion sensor (dso) was missing, which would cause double beeping with a cassette attached. The downstream sensor will be replaced to resolve the issue.